Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer acknowledged the instructions to monitor the pump and contact support if issues arise again and expressed interest in proceeding with the renewal process.